Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a failure of the device to power on was observed. The device bulkhead heat sink was identified as the cause for the device not powering on. A review of the device's service record indicates the device has not returned to the MFR for service since 1998. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01. Device returned to the customer unrepaired due to lack of response from the customer.